Event description:
The customer reported elevated results for architect stat high sensitive troponin-I for 1 patient and provided the following data (customer normal range 0 ¿ 0.016 ng/ml): initial result was 2.651. The patient¿s physician questioned the result since the patient reportedly did not have any relevant symptoms. The sample was repeated, and the result was 2.791. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 and there is a similar product distributed in the us, list number 2r98. E1 phone: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported elevated results for architect stat high sensitive troponin-I for 1 patient and provided the following data (customer normal range 0 ¿ 0.016 ng/ml): initial result was 2.651. The patient¿s physician questioned the result since the patient reportedly did not have any relevant symptoms. The sample was repeated, and the result was 2.791. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for a false elevated architect stat high sensitive troponin - I reagent lot number 47470ud01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Ticket search by lot 47470ud01 indicates the lots perform as expected for this product. Ticket and trending review did not identify any trend regarding commonalities for lot number and issue. Device history record review did not identify any non-conformances or deviations associated with lot 47470ud01 and complaint issue. The overall performance of the architect stat high sensitive troponin - I reagent was reviewed using field data from customers worldwide. The review utilized lot 47470ud00, which is the exact same as lot 47470ud01, except for china country specific labeling on outer package. Review shows that the median patient results for the reagent lot number 47470ud00 are slightly higher than the established limits, and in-house testing of a retained reagent kit of the lot 47470ud01 was performed. In-house testing showed all specifications were met, indicating that the performance is not negatively impacted. A labeling reviewed determined product labeling provides adequate information regarding the issue the customer described. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin - I reagent lot number 47470ud01 was identified.